Event description:
Boston scientific crm received information that this atrial lead was not sensing or pacing and no capture could be obtained. Therefore, a lead revision was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the conductor coils were deformed 64, 67 mm from the terminal pin, cuts in the insulation 159,166 mm from the terminal pin. Additionally, the insulation between the helix housing and anode ring is separated. Resistance testing confirmed the electrical continuity of the lead. Therefore, the reported clinical observations could not be confirmed. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.